Manufacturer narrative:
(B)(6). (B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a lap nissen, they had trouble unloading stitch and reloading a new, felt stuck. Had needle fall out in patient. The needle fell into the patient's cavity but was retrieved with a grasper.

Manufacturer narrative:
(B)(4). Additional information: device available for evaluation?, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. A needle was found in the jaws of the instrument. Under microscopic inspection witness marks on the cones was observed on the needle. Witness marks from the needle tip impacting the beveled wall were observed under microscopic inspection. Sheering on the toggle switches was observed under microscopic inspection. The instrument was loaded with a needle from the pmv inventory and applied to test media. No difficulty was experienced in loading, unloading or toggling the needle. Visual and functional testing of the returned product confirmed the product, as received, met release specifications. Product analysis suggests the product was used in a surgical procedure. The reported condition was not confirmed. The most probable root cause is improper orientation of the needle in the reload. However, engineering noted that the endo stitch investigation regarding the difficulty to load needle? Complaint mode produced a direct correlation between improper needle orientation and difficult to load needle condition that is being reported. The IFU states toggles may only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. (B)(4).